Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Customer confirmed the product was not saved for evaluation. Device history record could not be reviewed, the customer did not report the lot number of the device in question. Complaint history review/trend analysis: (24 months review and percent of safes) (B)(4) previously confirmed "lnteg-broke in use" complaints within the past two years. (B)(4) (B)(6) units sold within past two years. Failure rate = 0(B)(4). Root cause/failure investigation: the device was not returned for evaluation, unable to determine the root cause of the complaint. The customer did provide photos of the device which appears to show the luer lock breakage, however, since the device did not return it is impossible to determine what caused the breakage. Failure mode: confirmed (by photos only) /luer lock breakage.

Event description:
(B)(6) - the luer lock connection for the large drainage bag on the external drainage system (eds3) is breaking requiring a new system to be primed and reconnected. The customer did not keep the product but will if another event occurs. No patient injury.

Event description:
(B)(4) the luer lock connection for the large drainage bag on the external drainage system (eds3) is breaking requiring a new system to be primed and reconnected. The customer did not keep the product but will if another event occurs. No patient injury.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Customer confirmed the product was not saved for evaluation. The lot/serial number was not provided. There are no CAPA's related to this issue. Acceptable risk as per hazard ID 5.14, severity 3, in natus doc-035405 eds 3 external drainage system risk analysis. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.